Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported two small radial tears following femtosecond laser assisted cataract surgery. Following docking of the patient, a bubble was present. The surgeon proceeded without redocking. Following completion of the femtosecond laser, two capsule tags were seen under the microscope. The capsulorhexis was completed with two small radial tears. The intended intraocular lens (iol) was implanted with no vitreous loss. No further action was required.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The clinical application specialist (cas) was onsite during the case and asked the surgeon to gently manipulate the patient¿s head or if unable to clear, to ¿re-dock¿ the patient. The surgeon felt that ¿re-docking¿ was unnecessary and wanted to proceed. After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. The root cause of the reported event can be attributed to surgeon surgical variables. The manufacturer internal reference number is: (B)(4).